Manufacturer narrative:
H4 manufacture date lot 33583964 mfg date 30-nov-2023. Lot 33697169 mfg date 23-sep-2025. Lot 33505020 mfg date 19-aug-2022.

Manufacturer narrative:
Possible screws identified: 25-878-07-91, 25-878-05-91, 25-875-05-91, possible lots identified: 33583964, 33583964, 33505020.

Event description:
It was reported that screws required repositioning due to unknown reasons. They were removed and new screws were implanted.